Manufacturer narrative:
Correction made to d4: lot #: asku (previously submitted as h24jd3063). Additional information was added to h6 and h11: h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak at the connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The leak was described as "when the patient connected the supply bag two tears came out of the bag." The patient continued with the connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.